Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. The device was retained by the customer. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
(B)(4) user report received that states: "the staff reports that the "sheath split all the way down and the starclose device failed." Patient ended up with a large hematoma and swelling that progressed into the scrotum. Femostop was applied. Physician has had failures on this device in the past. Operator error vs product failure not determined." No additional information provided.